Event description:
It is reported that the implant was opened and the interior packaging was not sealed on the end of the interior peel. The surgeon reamed up and implanted one site larger.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.